Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Device manufacturing date is unavailable. Onsite investigation was able to replicate the reported event. Staff monitor replacement resolved the issue. No further issues were reported. Analysis of the replaced monitor could not be preformed as the site refused to return it to manufacturer. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a cranial resection procedure, the staff monitor displayed gray areas. Sometimes displayed vertical lines and flickering.there was a reported delay to the procedure of less than 1 hour due to this issue.there was no impact on patient outcome.